Manufacturer narrative:
One sample received from the same lot number for further evaluation. The sample was inspected and tested no issues or defects were identified. The device history records were reviewed for the reported lot numbers and no issues were found. The product was manufactured, inspected, and released in accordance with our internal procedures. This product was a limited release non-marketed product so no compliant trend is available for analysis. Based on the investigation it was found that the use of ventilators without built-in in-line filters and or water traps can lead to increased condensation in the expiratory valve and rainout in the circuit. The investigation did show that when the product is used with a ventilator that is properly set up, no issues or defects were identified.

Manufacturer narrative:
It has been confirmed the actual complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with the device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample from the same lot or any additional information becomes available then a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported that the circuit created too much condensation. They had to end the trial prematurely after changing the filter, exhalation valve, and flow sensor on the ventilator more than three times in less than an hour. It was verified per the customer that the temperature probe was inserted properly into the circuit. It has been confirmed that there was no patient harm associated with this reported failure. The sales rep also confirmed that the condensation did not affect ventilation to the patient. The circuit was discarded by the customer.